Manufacturer narrative:
(B)(4). Leakage other. Fifty-five samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution, no leakage was observed. Furthermore, a device history record review was completed for provided lot number 4116078. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported could not be confirmed.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305901 batch # 4116078. It was reported that the bd safety-lok had leakage. The following information was provided by the initial reporter: has experienced another syringe failure. They experienced this in infusion yesterday twice. According to the nurses, there was not resistance or a blockage, the medication just started to leak from the side of needle. Bd safety glide needle 25g x 5/8¿ both lot number 4116078." Reached out to customer for clarification on issue and they provided the following: are you able to provide the bd reference number for this product? Is that item 305901? Yes, it is (item number 305901, lot number 4116078). Will you also provide the address? Are you aware if there were any adverse events due to these incidents? No adverse events. Are samples available for investigation? Unfortunately, not, the nurses discarded the needles prior to escalating to me. Should you be listed as our contact for this report if our complaints team needs any additional information? Customer has noted she has unused representative samples from the same lot she can return for investigation, please send her a return shipping label.